Event description:
The customer reports the PICC has a blockage.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination did not reveal any defects or anomalies. The length of the catheter body measured and was found to be within specification. The returned PICC was attached to a lab inventory syringe to functionally test the device. When initially pressurized, the PICC was unable to flush. The syringe was disconnected, then reconnected to the PICC. The syringe plunger was again depressed, and the PICC was flushed as expected. A white powdery substance was noted while flushing the catheter. Once the returned PICC was able to flush as expected, a lab inventory guide wire was able to pass through the returned PICC with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "flush after each use with normal saline or in accordance with hospital/institutional protocol." It is also standard protocol to flush lines with saline between drugs to prevent potential interaction that can cause particulate formation. The customer report of a catheter block was confirmed by complaint investigation. The returned PICC contained a small amount of a powdery white substance. After the PICC was flushed, it functioned as expected. A lab inventory guide wire was able to pass with minimal resistance. Based on the report that the blockage was not detected until after medication was injected in the catheter, it was determined that unintentional user error caused or contributed to this event. It is also standard protocol to flush lines with saline between drugs to prevent potential interaction that can cause particulate formation. Teleflex will continue to monitor and trend for complaints of this nature

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC has a blockage.